Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge following multiple surgeries. It was stated that electrocautery was used during those procedures. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states that the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator particularly if used in close proximity to the device such as lithotripsy, electrocautery, external defibrillation, radiation therapy, any damage to the device by radiation may not be immediately detectable, ultrasonic scanning and high output ultrasound. Investigation conclusion: the device was not returned for analysis. It was reported that the patient's implantable pulse generator (ipg) was not holding a charge following multiple surgeries. It was stated that electrocautery was used during those procedures. The labelling warns against the use of electrocautery as it may turn off the stimulation or may cause permanent damage to the stimulator. Therefore, this investigation is assigned a probable cause of unintended use error cause or contributed to event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge following multiple surgeries. It was stated that electrocautery was used during those procedures. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not holding a charge following multiple surgeries. It was stated that electrocautery was used during those procedures. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(6)).